Event description:
The reporter contacted animas on (B)(6) 2012 stating that over the past two months all of the keypad buttons were difficult to press and required multiple presses to elicit a response. The reporter denied damage to the keypad. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that the up arrow and down arrow keypad buttons were intermittently unresponsive and the ok and contrast keypad buttons responded appropriately. There was evidence of keypad contamination found under the contrast, up arrow and down arrow keypad buttons.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.